Event description:
It was reported that the customer experienced a shattered touchscreen on their pump, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for putting the pump into storage mode, and arranged for the customer to return the pump with a pre-paid label. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continuity.